Event description:
Ous MDR - after an implantation duration of approx. 38 months it was reported that the lead was explanted due to an increased threshold.

Manufacturer narrative:
The returned lead had been capped about 27 cm distal of the is-1 connector pin and was only available in fragments. Two fragments of the lead were returned for analysis. The tip electrode, including the inner conductor helix in the distal fragment, were missing for analysis. The returned fragments were examined visually, mechanically, and electrically. During the visual inspection, deformations of the shock coil were detected, which are probably due to the explantation. During the further analysis, no other deviations could be found that could be related to the increase in pacing threshold complained about. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. Additional examinations were not possible because the tip electrode and the inner conductor helix of the distal fragment were not available. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.